Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389-40, lot# j0101989v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3389-40, lot# j0101948v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3389-40, lot# j0101989v, implanted: (B)(6) 2001, product type: lead; product ID 3389-40, lot# j0101948v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was reported that the patient's tremor had gotten increasingly worse since a fall that occurred on (B)(6) 2013. The impedances were checked and all electrode pairs with #2 were greater than 20,000 ohms. All of the other pairs were with in the normal range. Additional information received from the health care provider (hcp) reported that the cause of event was that the patient fell. It was noted that there was a break in the lead or extension. The patient did not require hospitalization. It was reported that the patient saw their hcp for progression of tremor in the right hand. The patient had fallen recently and subsequent to that the tremor was "quite uncontrollable". The patient was taking sinmet 10-100 mg, 3-5 times per day for the prevention of dyskinesias. The patient's other medications were flomax, midodrine 4mg twice daily, tegretol 200mg twice daily, pravachol, vitamin d, aspirin, and low dose celexa. The patient had bilateral deep brain stimulators implanted. The patient was described as alert, but somewhat confused and depressed. The patient's tremor in their right arm was "persistent". It was stated that the patient had trouble holding any objects and he could not walk as he just did recently. The stimulators were interrogated and in the left chest lead electrode #2 had impedances greater than 2,000 ohms on all combinations. It was noted that this lead was disconnected or not working. It was stated that "titration" was done avoiding #2, using 1, and 3 but it did not decrease the tremor substantially. It did make some improvement, but not of a substantial degree. The patient was referred to another doctor for the consideration of replacing the lead on the left stimulator. Additionally it was reported that the #2 electrode on the left lead had a short. It was noted that "since july the patient felt like he may be falling forward". It was stated that the patient would "walk fast" and goes "up on his toes and feels like he will fall forward". It was stated that both of the patient's arms "symptomatically feel the same". The tremor was the same in both, and the right "might event be a little better". It was noted that the patient had "a little bit of rigidity particularly with the fexion extension at the elbow". The patient was able to walk without a stick. It was stated that the patient seemed to "get going a little bit faster with his steps with a little bit of anteropulsion". It was reported that the hcp was going to have a company representative interrogate the device to determine if reprogramming could help therapy. It was reported that if reprogramming would not help then a revision would be scheduled.